Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed that the implantable cardioverter defibrillator (ICD) exhibited inappropriate anti-tachycardial pacing (atp) due to electromagnetic interference (emi). Additionally, the ICD exhibited functional loss of capture due to competitive atrial pacing, and inappropriate automatic mode switch. No device intervention was performed. The patient was stable.